Event description:
A call was received through technical services reporting that the patient had complained of dizziness recently. Prior to a procedure, the patient was noted to have a heart rate of 37 beats per minute and was not being paced. A magnet over the device showed doo operation and capture at 85 beats per minute. The caller could not reproduce any anomalies even with manipulation. The device was explanted, and no further patient complications have been reported as a result of this event.